Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose was not provided at the time of the incident. The customer also reported damage on the insulin pump. No troubleshooting was provided. Insulin pump motor error was not cleared. No products will return for analysis.